Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response due to corroded keypad traces. There was no ramping numbers anomaly. The pump passed the displacement test and expected error test. There was no unexpected error alarm. The pump had scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and broken belt clip slot.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly and unexpected restart alarm. The customer's blood glucose reading was 166 mg/dl. The customer stated that the numbers were ramping without input from the user. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the pump would be replaced. The insulin pump was returned for analysis.